Event description:
Customer reported a blank display on her insulin pump. The customer's blood glucose was unknown. The customer stated there was a possibility of the insulin pump being exposed to moisture. The customer was advised to monitor the issue until a replacement battery cap was shipped to them. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)